Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing thresholds at implant. The physician elected to keep the lead in, but now, there is loss of capture. The patient has not experienced any asystole or adverse patient effects, however, a revision may occur. It is suspected that the rv lead is dislodged or there is tissue growth around the lead which is causing the high thresholds. At this time, the rv lead remains in service and programming changes have been made.